Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the pin plug was unable to be fully inserted into the left ventricular (lv) lead port of the implantable cardioverter defibrillator (ICD) device. The physician continued working with the pin plug in the lv port and achieved desirable results. The device remains in use. No patient complications have been reported as a result of this event.